Manufacturer narrative:
After battery installation, unit gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. The insulin pump was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked and scratched keypad overlay. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.